Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were several episodes of crosstalk and oversensing on the atrial channel which resulted in automatic mode switching (ams). Technical support was contacted and reprogramming was recommended. Further information was requested but not received.